Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had no image. The process will display image with most scopes plugged in but would not display an image with a cysto-nephro videoscope. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is estimated that the cause of the phenomenon is poor contact due to bent video connector socket contact pins. Olympus will continue to monitor field performance for this device.